Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt cable connecting the distribution node (dn) to the rear therapy electrode and the cable connecting ECG "a", "b" and the front therapy electrode to the (dn) were severed. The root cause for the cut cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt cannot complete incoming functionality testing.